Event description:
It was reported the patient passed away, at home, on (B)(6) 2026, due to natural cause. The patient was wearing omnipod at the time of their death. It was also reported that the patient was sick in bed, and a message was found on their phone, from their nurse practitioner prescribing prednisone and cough suppressant. It is not known why prednisone or cough suppressant was prescribed. Specific blood glucose values were not reported.

Manufacturer narrative:
Physical device was not returned for analysis. Cloud data from the user for the period of (B)(6) 2026 was downloaded and reviewed. Review of the cloud data found that three automated delivery restriction alerts had been generated during this period, one at 23:43 on (B)(6) 2026, one at 04:48 on (B)(6) 2026, and one at 18:03 on (B)(6) 2026. This last automated delivery restriction was not acknowledged before the last datapoint received by the controller from the pod at 15:03 on (B)(6) 2026. Review of the patient history buffer (phb) data found that the system was used primarily in automated mode and the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The phb data showed that each automated delivery restriction alert was generated due to the automated algorithm delivering the max microbolus amount for an extended period in response to increasing and high estimated glucose values. While the last automated delivery restriction alert was generating, the system transitioned to automated mode: limited and immediately began delivery of safe basal, which is the lower of the user's manual basal program and adaptive basal rate. Starting at 18:38 on (B)(6) 2026, the user's estimated glucose levels began increasing and stayed above 200 mg/dl until 23:53 on (B)(6) 2026. Starting at 10:38 on (B)(6) 2026, the user's estimated glucose values reached urgent high (greater than 400 mg/dl) and stayed there consistently until they sharply decreased from greater than 400 mg/dl to less than 40 mg/dl between 23:53 on (B)(6) 2026 and 00:58 on (B)(6) 2026. Starting at 01:03 on (B)(6) 2026, the pod lost connection with the sensor and the connection was not restored before the last datapoint. While the pod was not receiving sensor values, the system correctly generated missing sensor values alerts every hour that values were not received. The cloud data showed that boluses were being regularly delivered on (B)(6) 2026, with the last bolus being a 8.1 u bolus delivered at 13:40 on (B)(6) 2026. Review of the cloud data found no evidence of issues with insulin delivery or of any other issues with the system. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone16.2. Cgm sensor type: not reported. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.